Manufacturer narrative:
The event date is unknown. Please note that this device was used in an off-label manner as it was implanted for essential tremor. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when they go to charge the patient's implantable neurostimulator (ins), the recharger shows that the ins is fully charged. They stated that this is not possible. They connected to the ins with the patient programmer (pp) and saw the therapy details and described the ins icon as being off (no lightning bolt) and the ins was fully charged. The caller stated that the ins should be on and they do not know how the ins turned off. They were walked through how to turn the ins back on and the patient felt stimulation turn on again. They stated the patient had been in the hospital for a time due to colon problems. A manufacturer representative (rep) met with the patient at the hospital last tuesday and found that the ins was off. The rep turned the ins back on. It was confirmed that everything was working as expected and the ins is on. The issue was resolved.